Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported the trial patient was concerned because they did not feel the stimulation. They had turned the stimulation up but was not feeling it so they switched sides and still did not feel it. It was noted that the patient did not go very high when they increased. The patient was on the right side and it was advised that they increase it. While increasing the stimulation, they started to feel pain and was uncomfortable, similar to ¿pinching¿. It was advised the patient lower the stimulation and to keep it at a comfortable level. The trial patient also stated that they were afraid the lead might have migrated. On (B)(6) 2017, the trial patient reported they felt ¿shaky¿ after the procedure but was okay today. They also mentioned they felt the lead may have moved/migrated since they felt the doctor may have had a hard time when inserting it. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3057 product type screening device if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that neither lead had migrated. No issues were observed or documented during insertion or removal of the leads. The patient stated during the removal that they didn't feel stimulation but, after increasing, they felt it in the bicycle seat region. The issues were already fixed when the hcp saw the patient. The patient was not trialing anymore at the time of the report.